Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported slda per the physician was related to thin leaflets and is therefore, related to patient conditions. Mitral valve insufficiency/regurgitation resulting in dyspnea appears to be due to the slda. Dyspnea and mitral regurgitation are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 3. A ntw lot: 30727r1102 was implanted, reducing mr to grade 1. On (B)(6) 2024, the patient returned with the clip detached from the posterior leaflet (single leaflet device attachment (slda)). Mr was recurrent grade 3 and the patient was experiencing shortness of breath. An additional procedure was performed on (B)(6) 2024 where one nt (lot: 30724r1033) was implanted successfully, reducing mr to grade 1.